Event description:
Customer called to report the pump had blank display. Troubleshooting was performed. Customer was instructed to rest the device for 2 to 8 hours. Unit rested for eight hours and the blank display continued.